Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. The instructions for use indicates, during placement pull on the abbvie peg tube until elastic resistance is felt and keep under tension and the abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence of the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On and unspecified date, the patient in netherlands underwent percutaneous endoscopic gastrostomy (peg) tube placement. After an unspecified period of time the patient developed peritonitis from leaking stool and gastric juices. It was reported that the fixation plate was probably too loose which caused the tube to slip inwards. Reportedly there was space between stomach and abdomen. The abdomen was flushed with antibiotics through laparoscopy. The patient was admitted to the intensive care unit. Additional information received on 12 jul 16 indicating there was no report of intestinal perforation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patients condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time if any further relevant information is identified or obtained, a supplemental medwatch will be filed.